Manufacturer narrative:
The cause of the discordant, falsely elevated free t3 results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely elevated free triiodothyronine (free t3) results on one patient sample on an immulite 2000 xpi instrument upon initial and repeat testing, when using reagent lot 792. The sample was sent to an alternate laboratory where it was tested on an alternate platform, resulting lower and matching the clinical picture of the patient. The sample was also repeated on an alternate immulite 2000 instrument, resulting lower. The customer did not provide the result obtained on the alternate immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned them. The corrected result obtained on the alternate platform was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated free t3 results.

Manufacturer narrative:
The initial MDR 2432235-2016-00793 was filed on (B)(6) 2016. Additional information (01/04/2017): the customer did not provide the patient sample for in-house testing. The cause of the discordant, falsely elevated free t3 results on one patient sample is unknown. No further evaluation of device is required.